Event description:
During patient treatment with the model 3100a, users reported being unable to adjust mean airway pressure below 12 cm h2o. The patient was placed on another 3100a without compromise.